Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for an unrelated issue. While in the hospital, it an interrogation was performed. It was noted that the right ventricular lead had high thresholds. The lead was capped and replaced on (B)(6) 2018, and it was noted that the insulation had separated at the pin. The patient was stable before, during, and after the procedure.